Event description:
Device malfunction: tip stretched/separated. Time of malfunction: during device preparation. Symptoms: none. It was reported that during preparation of the device, the wire tip of the accunet was shaped with an introducer needle by the physician. There was no resistance felt; however, it was noted that the tip was deformed and separated with the core visible. The procedure was completed successfully using a non-abbott device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Evaluation summary: quality assurance and qualtiy engineering were unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.